Manufacturer narrative:
Correction: date of explant was (B)(6), 2012 as previously reported. This is a duplicate MDR of MFR 6000034-2012-00616, all additional reporting will be filed under MFR 6000034-2012-00616. This report is filed (B)(4), 2012.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. Additional information on explant/reimplantation has been requested, however has not been received as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).